Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 170 mg/dl. Reportedly, there were air bubbles were observed in the tubing. Customer delivered a bolus to address high bg.